Event description:
New information received stated that the implantable cardioverter defibrillator was replaced because patient needed an epicardial lead placement port. Patient was doing good before, during, and after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator was explanted and replaced due to an unspecified issue. No further information was reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.